Manufacturer narrative:
Literature citation: hirohito hirata, hideo baba, shinji yamada, kazuaki yokota, takayuki yamaguchi, hiroaki konishi "1-year outcome of balloon kyphoplasty in our hospital". Mean age: (B)(6) years. Male: 7, female: 13. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported per an abstract that from (B)(6) 2012 to (B)(6) 2014, 20 patients underwent balloon kyphoplasty for compression fracture. They were followed up for more than one year. As post-op complications, worsening of pain was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.